Manufacturer narrative:
The lead was not returned to saluda. Review of device logs prior to the revision procedure confirmed multiple disconnected electrodes. A root cause for the disconnected electrodes could not be definitively determined. The evoke scs system clinical manual outlines impedance as, "an electrode with a cross through it has high impedance (> 4000 o) and may be disconnected. A disconnected electrode shows an impedance of 8 and cannot be used for stimulation. Measurement electrodes that are disconnected will not record valid ecaps."

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported a change in stimulation. An impedance check identified multiple disconnected electrodes. X-rays confirmed no evidence of lead migration. Reprogramming was performed but adequate pain relief could not be achieved. A revision procedure was performed, during which the lead was replaced.